Event description:
The trocar had a hole in it, thus would not inflate. Manufacturer response for kii balloon, (per site reporter): they have notified their company and are sending packaging for it to be sent back to the manufacturer.